Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used during a procedure. It was reported that stent dislodgement occurred outside of the body after multiple attempts to cross heavy calcium. No other stent was able to cross, just a balloon. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.